Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; 407645 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation that was unable to be resolved via reprogramming. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.